Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 46mm in diameter abdominal aortic aneurysm. The proximal neck was 19 mm in diameter and 20 mm in length. The left common iliac artery was 10mm in diameter and the right common iliac artery was 12mm in diameter. The right external iliac artery measured 5.5mm in diameter and the left external iliac artery measured 6mm in diameter. It was reported that 10 months post index procedure the patient present with limb occlusion in the terminal aorta. A thrombectomy was performed the following day however, the fogarty catheter could not reach the lesion therefore implantation of a bare stent securing the inner lumen. The thrombus had built up to the flow divider of the main body and a bypass procedure was successfully performed. The physician attributed the cause of the occlusion due to patient's anatomy, narrow terminal aorta. No additional clinical sequelae were reported and the patient is fine.